Event description:
Healthcare professional reported right side pain and device rupture diagnosed via MRI. Healthcare professional later reported "minimal trace amount of fluid around the prosthesis." The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Become aware date and g3 of previous/initial emdr: 7/13/2023 when event was initially reported. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued phone number e1: (B)(6). Continued fax number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported right side pain and device rupture diagnosed via MRI. Healthcare professional later reported "minimal trace amount of fluid around the prosthesis". The device has been explanted and replaced with a non-allergan implant.